Event description:
During a routine follow-up, both the physician and the st. Jude medical field clinical engineer had difficulty interrogating the implantable cardiac defibrillator. After several attempts, they were able to interrogate the implantable cardiac defibrillator and a message was rec'd indicating that the device had reset. Due to difficulty with interrogation and the reset, the decision was made to have the device explanted.